Event description:
On (B)(6) 2011 the pt reported that she had been in the hospital since (B)(6) 2011. Prior to going to the hospital she was thirsty and urinating frequently. The pt's blood glucose level was over 600 mg/dl. At the hospital she was given and injection of insulin. It was reported that the pt was not able to treat herself prior to going to the hospital. The pt's normal blood glucose range is 160-175 mg/dl. Troubleshooting with the pt did not reveal any issues with the insulin infusion device. Product was replaced and was requested to be returned for product eval.